Manufacturer narrative:
(B)(4).

Event description:
(B)(4) received information from a clinical study adverse event form that this patient was being transferred to another hospital on (B)(6) 2014 for left sided heart failure evaluation. Amiodarone was discontinued and the patient was placed on antibiotics. The patient was presented to the electrophysiology (ep) laboratory for device explant. During the procedure, the patient died.

Manufacturer narrative:
(B)(4). No additional information was available from the field at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this patient had been admitted into the hospital for a recent 30 pound weight loss and a colonoscopy had been scheduled. The colonoscopy was attempted; however, the patient could not tolerate the prep and had runs of ventricular tachycardia. The patient was then transferred to another hospital for cardiac evaluation. The patient's amiodarone medication was discontinued and the patient was started on ceftriaxone. Boston scientific received information that this patient had been transferred for evaluation of possible left ventricular assist device placement or valve surgery for decreased ejection fraction (15% ef), worsening congestive heart failure and valve disease (4+ mr, 1-2+ tr). Cultures identified bacteremia (hacek haemophilus actinomycetemcomitans) but the source was not identified. No vegetation was identified on the leads by transesophageal echocardiogram (tee). Prior to valve surgery, the patient was scheduled for device/lead extraction based on recommendation from the infectious disease department. Upon removal of the competitor left ventricular lead, the patient decompensated hemodynamically associated with pericardial effusion (200cc of dark venous blood within pericardium). Cardiac tamponade had occurred during the laser extraction procedure. The patient developed ventriculartachycardia and ventricular fibrillation. A pericardial window was completed; however, despite tis surgical and medical (medication, cardiopulmonary resuscitation (CPR) for 45 minutes), the patient died.